Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the device. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The biomedical engineer (bme) responded to request for further information on (B)(6) 2023. It was clarified that the device issue was an overvoltage protection (ovp) error. The data acquisition (da) pcba was replaced by a 3rd party vendor to repair the device. The bme was not sure if the replaced part would be returned due to the service being completed by a 3rd part vendor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.